Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: during investigation, the pump powered on to a dim and discolored display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum. This report is made based on results of investigation completed on 03-dec-2018.

Manufacturer narrative:
Correction to the method codes, results codes, conclusion codes, evaluated by mfg, device available for evaluation and device returned to mfg date.